Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the customer's statement "during the procedure, there was a loss of signal and flickering image" can be confirmed. The imaging breaks off, flickers, and the signal breaks off. Furthermore, imaging revealed that imaging components/parts are damaged, which negatively affects image transmission. The light output is now only 15% of the original output. Mechanical damage can be seen at the distal end and on the shaft. The software on the device is no longer the latest version. The damage found was most likely caused by clinical use/clinical reprocessing and was not caused by a manufacturing/production defect. According to the (ri tipcam 1 s 3d lap, 30° 26605ba_en_v59.3_04-2025_ri_ce) functionality should always be checked. Damaged instruments must not be used. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was no image. There is no information that the event caused a harm or serious injury to patient, user or third. No death or (unanticipated) serious deterioration in state of health reported.